Event description:
On (B)(6) 2013, the reporter, a registered nurse practiioner, contacted animas on the patient's behalf and alleged that she has safety concerns regarding pump and would like it replace. There is no adverse event reported in relation to this issue. This complaint is being reported due to the non-specific allegation of a pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.